Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (unk mg/ml at unk mg/day) and bupivacaine (unk mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was seen in the emergency room (ER) early morning for overdose symptom. The healthcare provider (hcp) stated that the ER physician put a pacing magnet over the pump to stop infusion and gave the patient narcan. The patient improved and was discharged from the ER. The hcp thought the overdose symptoms were related to systemic pain medicine use. The hcp wondering if the pump was stalled was due to the magnet application. Discussed with the hcp it surely could have been stalled and they can confirm this by interrogating the pump. Discussed also to check for volume discrepancy as needed. The patient last refill was a couple weeks ago.

Manufacturer narrative:
B2 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the overdose symptoms was an increase of the medication in the pump. The patient's symptoms resolved after receiving narcan and their doctor decreased the medication. The reason for the motor stall was the doctor putting a magnet over the pump to stop the release of medication. After the patient recovered from the overdose symptoms, the device recovered from the motor stall and the nurse from pentec interrogated the pump to make sure it was working normally, and it was.